Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. Analysis of the fracture face indicates that the instrument failed in torsion. The intact portion of the hexalobe feature was twisted in a counter-clockwise direction, indicating that the instrument was used for removal. It was reported that the instrument failed during final tightening, which suggests that the counter-clockwise deformation was introduced prior to the failure. This deformation would have compromised the integrity of the instrument, reducing the required torque during final tightening to cause a failure of this nature.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which a torque limiting shaft tip sheared off during final tightening of the set screw. The torque limiting shaft tip remains in the patient confined to the set screw. Surgery took place (B)(6) 2018.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which a torque limiting shaft tip sheared off during final tightening of the set screw. The torque limiting shaft tip remains in the patient confined to the set screw. Surgery took place (B)(6) 2018.